Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/15/2021. H.6. Investigation: a device history review was conducted for lot number 0063946 according to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on a review of the returned sample our engineers were able to confirm that the foreign material present on the device is pencil lead. According to plant procedures, due to the potential for contamination all pencils are banned from the production floor, all personnel are required to use a ball point pen for any demarcations on production paperwork. A through review of the manufacturing floor was conducted and no pencils were found. At this time our engineers are not able to associate this failure mode with the manufacturing facility. Check the retained samples . No pencil core is found in indwelling needle.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced foreign matter in or on device cannula/needle/catheter. The following information was provided by the initial reporter: after successful puncture, the nurse performed infusion, and she found no drops on the next day. Black unidentified objects were observed inside the catheter tube, and then the catheter tube was pulled out and dissected, and suspected unidentified objects like pen core were found inside.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced foreign matter in or on device cannula/needle/catheter. The following information was provided by the initial reporter: after successful puncture, the nurse performed infusion, and she found no drops on the next day. Black unidentified objects were observed inside the catheter tube, and then the catheter tube was pulled out and dissected, and suspected unidentified objects like pen core were found inside